Event description:
It was reported by the representative that the one tsw45 and the one tr45w were used during a laparoscopic supra cervical hysterectomy procedure. The procedure went well and the staple line seemed to be fine. The pt came back two days later with severe abdominal pain. There appeared to be a leaking staple line and fluid and blood loss. The staple line was intact, but leaking in the middle. The pt required add'l surgery.